Event description:
End user reported circumferential redness to her peristomal skin which extends outward the furthest at the distal end approximately 13mm. She does experience burning and pain from this area. She developed this redness after her stoma was revised from a colostomy to an ileostomy.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user reported she uses eakin cohesive slims under her skin barrier. She cleanses her peristomal skin dove soap and applies stomahesive powder; followed by 3m no sting barrier film to the reddened area. End user was instructed on using soap that does not contain lotions; moisturizers or creams and was recommend a smaller moldable dh convex skin barrier. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The product associated with lot# 2k03255 was manufactured according to specification. After a thorough batch review, no discrepancies, non-conformances or deviations were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.